Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: acute pain; revision op notes: post-op diagnosis: mechanical instability review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. Complaint is confirmed with the provided medical records. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left knee revision approximately nine (9) years post-implantation due to instability and pain. During the revision, only the poly component was exchanged. Patient was told the spacer was incorrect from the previous implant (too small). Patient also reported pain and inflammation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 00598604702; lot# 62435932. Item# 00597206538; lot# 62425604. Item# 00596401651; lot# 62448928. Item# unk cement; lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.